Event description:
Tampon - trouble removing from vagina [foreign body in reproductive tract]. Trouble removing tampon from vagina [complication of device removal]. String of tampon broke off inside her [device breakage]. Ends of strings split and frayed [device physical property issue]. Cause was traced to manufacturing [manufacturing issue]. Case description: reporter stated that the tampon string broke inside of her daughter and was difficult to remove. No serious injury was reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Tampon - trouble removing from vagina [foreign body in reproductive tract]. Trouble removing tampon from vagina [complication of device removal]. String of tampon broke off inside her [device breakage]. Ends of strings split and frayed [device physical property issue]. Case description: reporter stated that the tampon string broke inside of her daughter and was difficult to remove. No serious injury was reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.